Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4) the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an acquire endoscopic ultrasound fine needle biopsy (eus fnb) needle was used in the pancreas during an endoscopic ultrasound fine needle aspiration (eus fna) procedure performed on (B)(6) 2016. According to the complainant, the procedure was completed with the acquire needle without issue. However, five hours after the procedure, the patient was admitted to the hospital with severe pancreatitis. It was reported that the patient's pancreatitis resolved and the patient was discharged from the hospital five days after admission.